Manufacturer narrative:
Us customer contacted cepheid to discuss one patient experiencing discrepant results with xpert xpress cov-2/flu/rsv plus. On (B)(6) 2023, a patient tested positive for rsv on an at home test (unknown brand/platform), so they came in for testing. On (B)(6) 2023, a sample was collected from the symptomatic patient. The sample was run per pi on the xpert xpress cov-2/flu/rsv plus resulting in sars negative, flu a negative, flu b negative, and rsv postive. The results were reported to the physician and the patient was sent home. The patient' symptoms worsened so they returned to the site. On (B)(6) 2023, a second sample was collected from the patient. The sample was processed immediately and was processed per pi. The sample was run on xpert xpress cov-2/flu/rsv plus which resulted in sars negative, flu a negative, flu b negative, and rsv negative. The results didn't match the patient's symptoms, so sample 2 was retested. Sample 2 was stored at room temperature between the two runs. The sample was processed the same way but was run on xpress sars-cov-2 plus. The result was sars positive. This was reported to the physician. This case involves a symptomatic patient who initially tested positive for rsv by xpress 4plex plus on (B)(6) 2023. New symptoms prompted testing again on (B)(6) 2023. This specimen was negative by xpert xpress cov-2/flu/rsv plus, but positive for sarscov2 by xpress sars-cov-2 plus. Xpert xpress cov-2/flu/rsv plus showed some evidence of weak amplification in the cov2 channel, and no interference. Xpress sars-cov-2 plus test was weakly positive. No evidence of product malfunction. No known impact to patient, and both tests on (B)(6) 2023, specimen were performed on the same day. The likely root cause is target/s near limit of detection or near cut-off. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; ""negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information."" Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss one patient experiencing discrepant results with xpert xpress cov-2/flu/rsv plus. On (B)(6) 2023, a patient tested positive for rsv on an at home test (unknown brand/platform), so they came in for testing. On (B)(6) 2023, a sample was collected from the symptomatic patient. The sample was run per pi on the xpert xpress cov-2/flu/rsv plus resulting in sars negative, flu a negative, flu b negative, and rsv postive. The results were reported to the physician and the patient was sent home. The patient's symptoms worsened so they returned to the site. On (B)(6) 2023, a second sample was collected from the patient. The sample was processed immediately and was processed per pi. The sample was run on xpert xpress cov-2/flu/rsv plus which resulted in sars negative, flu a negative, flu b negative, and rsv negative. The results didn't match the patient's symptoms, so sample 2 was retested. Sample 2 was stored at room temperature between the two runs. The sample was processed the same way but was run on xpress sars-cov-2 plus. The result was sars positive. This was reported to the physician.